Event description:
Ems personnel responded to a pt, described as restless, cold, pale and diaphoretic with no radial pulse and irregular EKG after being loaded in the ambulance the pt was diagnosed asystolic. It was reported that external pacing was attempted and allegedly the unit would not pace. The operator unlatched and re-latched the monitor/defibrillator and the unit functioned properly, however by choice of the opertor, a back up defibrillator/pacer was used for the remainder of the call. The pt was not resuscitated. The reporter stated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the reporter's assessment of the pt's viability, the verification of proper device operation after troubleshooting the alleged malfunction and the availability of a back up device.

Manufacturer narrative:
Section h: the device was evaluated and it was observed that the interconnecting side contact assembly between the monitor and defibrillator was damaged. A damaged interconnect assembly may result in intermittent communication between the monitor and defibrillator and subsequently a pacing malfunction. The device was replaced with a new unit to enhance customer confidence and will not be returned to the customer.